Event description:
The user purchased the rollator in (B)(6) 2018. She was sitting on the rollator in her kitchen when the back right leg (as she is sitting on it) broke above the wheel where the hand knob screws into it. It threw her into the kitchen table and she hit her right eye socket on the table's leg. She has a black eye; she was sitting on the rollator, not moving, and it just broke where she landed hard, hitting her face on the table. She went to her doctor, who sent her to urgent care, where they ordered a cat scan of her head. She also hit her hip, her arm, and her right side as well as the side of her face. She hasn't had other treatment since the cat scan; her doctor said her injuries were a medical emergency, hence why she was sent to urgent care - she overall had 2 cat scans done, one on her eye to make sure there were no broken bones around the orbit of the eye, and one of her skull to make sure there were no fractures or internal bleeding. The bruises kept getting worse on her face each day. The user reports that she occasionally scoots on the rollator, but not very often. The device involved with the event is reported as having been returned to compass health brands, however, has not yet arrived for evaluation.